Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose level. Blood glucose level at the time of the incident was ranging from 93 mg/dl to 600 mg/dl. Blood glucose was 286 mg/dl at the time of the call. Customer treated with insulin pump and manual injection. Customer did not report any symptoms related to the high blood glucose level. Based on customer report customer does not allege pump was under delivering. Customer performed troubleshooting for high reading and reviewed insertion techniques. The device will not be returned for analysis.